Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain and sent a manual transmission for review. Upon review, several non sustained right ventricular oversensing episodes were observed. The right ventricular lead exhibited loss of capture and intermittent undersensing. R-wave amplitude variation was also noted. Lead dislodgement was suspected. Patient presented in clinic on (B)(6) 2018. It was noted that the patient experienced diaphragmatic stimulation. Chest x-ray confirmed lead dislodgement. Radiologist diagnosed patient with twiddler's syndrome. Lead revision was discussed. Programming changes were made. Patient was stable after the event. On (B)(6) 2018 patient presented remotely via merlin.net transmission. Review of the transmission revealed an episode of inappropriate shock and ventricular fibrillation. The patient expired on the same day.